Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding the patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated that the patient is in pain and crying because they are feeling shocks and burning. The caller stated their healthcare provider (hcp) directed them to meet with a manufacturing representative (rep) to check the device. No further complications were reported. No additional patient symptoms were reported.